Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant with another device.

Manufacturer narrative:
(B)(4). The analysis showed that the device (a) was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Additionally, the tissue pad was found to be partially detached. This damage is not related to the reported event. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade the device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use device b: batch # g9jn0a.

Event description:
It was reported that during an unknown procedure, tip broke off (two times) and error code. Tip did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.